Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under intracardiac echocardiography (ice) guidance only. The patient was given sedation by lead nurse, no anesthesia team members were present. Venous access was obtained, and a watchman trusteer access system was inserted and advanced into the left atrium. A 24mm watchman flx pro closure device and delivery system (wds) was inserted and deployed in the laa. During recapture of the wds, st segment elevation was noted on the electrocardiogram (EKG). Atropine medication was given to stabilize significant bradycardia. A temporary pacemaker catheter was inserted into the right ventricle to stabilize the heart rhythm. Ice was used to rule out a pericardial effusion. The wds was redeployed and implanted. The rhythm was still unstable but left in atrial fibrillation without performing a cardioversion due to the newly implanted closure device. The air embolism self-resolved, and the procedure was concluded. The patient was stable and kept in the hospital overnight for observation, then discharged the following day post index procedure. The physicians suspected the patient took a deep breath in while the hemostasis valve was open during recapture of the wds, and the air might have gone into the right coronary artery.